Manufacturer narrative:
Additional information: it was stated that there was a catheter balloon tip rupture and it was later confirmed that this occurred prior to use. The deformation on the catheter shaft was noted during preparation and when loading/advancing the device over the guidewire. The device was not used in the patient. The procedure was completed successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one nc euphora balloon catheter when it was reported that the catheter/delivery system was deformed at the tip. It was stated that there was a catheter balloon tip rupture. The lesion being treated was located in the proximal region. No patient complications were reported as a result of the event.